Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0045624 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and torquing processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaint has been taken on this batch for fill volume. Retention samples from batch 0045624 (100 tubes) were available for inspection. The retention samples showed no defects in 100 tubes from visual inspection. No evidence of low-fill volume was observed in 100/100 tubes. A photo shows two tubes; one from batch 9295822, and one from batch 0045624. The media in the tubes cannot be observed from the photo. Returns were received to assist with the investigation. Tubes were received in a fedex cardboard shipping envelop. All tubes were received in good condition. Five tubes were from batch 0045624 and one tube each was from batch 9295822, five tubes from batch 0045624 showed no signs of contamination and when measured with a measuring tool, the fill volume range was satisfactory. The complaint for batch 0045624 cannot be confirmed for low fill volume. The one tube from batch 9295822 shows no evidence of contamination upon visual inspection. The complaint for batch 9295822 cannot be confirmed for contamination. Due to the low defect level, there are no actions planned at this time. Bd will continue to trend complaints for low fill volume and contamination.

Event description:
It was reported while using bd bbl¿; mgit¿; mycobacteria growth indicator tubes fungal growth occurred. This occurred on 100 separate occasions with both lots, however, the patient impact was not reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9295822, medical device expiration date: 2021-04-17, device manufacture date: 2019-10-22. Medical device lot #: 0045624, medical device expiration date: 2021-08-07, device manufacture date: 2020-02-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd bbl¿; mgit¿; mycobacteria growth indicator tubes fungal growth occurred. This occurred on 100 separate occasions with both lots, however, the patient impact was not reported.